Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, staff encountered an "insufflator cannot be used" message with error 2125. Multiple system reboots did not resolve the issue. The technical support engineer (tse) recommended a hard reboot of the tower, but the error persisted. The staff then elected to swap towers with another available system to continue setup for the case. The procedure was aborted to another da vinci with no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The field service engineer (fse) replaced the insufflator to resolve the issue. The system was tested and verified as ready for use. The insufflator has been returned and evaluated by the failure analysis team. Upon visual inspection, no issues were found that would be related to the reported event. Unit was installed onto the known good in-house system and powered on with error message. The complaint was not confirmed based on failure analysis.